Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the 5.0mm flexible shaft was received at us cq. Upon visual inspection, the etch on the device is faded and there were scratches on the shaft but have no impact on the device functionality. No other issues were observed with the returned device. The reported condition of embedded device cannot be confirmed as no x-rays were provided and the condition of broken device cannot be confirmed as not damage was observed on the device. Dimensional inspection: measured dimensions per relevant drawings: shaft diameter = conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Investigation conclusion the complaint condition of broken device and embedded device cannot be confirmed for the 5.0mm flexible shaft (p/n: 352.040, lot #:2065711). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: product code: (B)(4). Lot number: 2065711 manufacturing site: (B)(4). Release to warehouse date: 24. June 2003 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the (2) flexible shaft and medullary reamer head, prong on the end was not functioning correctly. Medullary reamer head came off the shaft and was left in the patient. Procedure was completed successfully with no surgical delay. This report is for 1 5.0mm flexible shaft. This is report 3 of 3 for complaint (B)(4).